Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- postal code: (B)(6). Phone: (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of an ncompass nitinol stone extractor would not close. The device was required for a ureteroscopy and laser procedure. Prior to use on the patient, the device was opened but would not close. After multiple unsuccessful attempts to close the device, a new like device was obtained to complete the procedure without issue. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g) event summary it was reported that the basket of an ncompass nitinol stone extractor would not close. The device was required for a ureteroscopy and laser procedure. Prior to use on the patient, the device was opened but would not close. After multiple unsuccessful attempts to close the device, a new like device was obtained to complete the procedure without issue. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Nvestigation ¿ evaluation reviews of documentation including the review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi) and quality control procedures, as well as a visual inspection of the device were conducted during the investigation. One ncompass nitinol stone extractor was returned in opened packaging. The basket sheath separated 2mm from tip of support sheath. Point of separation is ragged. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following in relation to the reported failure mode "precaution: do not use excessive force to manipulate this device. Damage to the device may occur." Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the damage could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.